Event description:
Caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. Despite attempts to resolve the issue by adjusting the housing port and using different charging cables and wall adapters, the problem persisted. Tandem technical support decided to replace the pump and advised the caller to return the non-functioning unit. The customer was informed about the necessary steps for setup and training before using the replacement pump.